Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they had high blood glucose level and received no delivery alarm. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer reported that pump alarmed no delivery and changing set also did not resolve the issue. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.